Event description:
Customer reported via phone call, she was really busy running errands and she forgot to change out the reservoir. When she arrived home she checked her blood glucose and it was around 468 mg/dl, treated and covered for crackers. Then 30 minutes later she checked her blood glucose and it 470 mg/dl. Rechecked in 30 minutes and it was 576 mg/dl. Rechecked again and blood glucose and meter read high. Customer declined troubleshooting for high blood glucose and just needed assistance changing the infusion set. Assistance was provided and it was noted that customer forgot to do fill process. Customer is not returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.